Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin would not let them enter carbohydrates above 20. The customer stated that the insulin would not let them scroll down enough to see the complete information in the bolus history. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not complete due to call was disconnected. The insulin pump will not be returned for analysis.